Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.2 row a cubies were not detected on bus. A field service engineer (fse) observed that the recovery prompt did not display, although the drawer opened. After opening the back panel, all indicator lights on the module and controller board were confirmed to be functioning correctly. The station was powered down, and the drawer connections for main drawers 2.1 and 2.2 were reseated. Following a reboot, the station successfully detected the cubies, and the customer was able to test the inventory with positive results. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple main cubies of drawer 2.2 pocket a1, a2, a3, a4, a5 and a6 failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.